Event description:
The device was used during a laparoscopic cholecystectomy. It reported the clip scissored and transected the cystic vessel. A second clip applier was used to finish the case. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b3,6,7,d10-information not provided by user facilityh4,d5,6-information not availableh6:code 400(other): yielded jaws